Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical, inc. Received information including medical records of a patient who underwent lower anterior resection for rectosigmoid cancer on (B)(6) 2012. The patient's operative (op) report for the da vinci low anterior resection procedure indicates that the patient was found to have a large friable bloody mass and mass in the rectosigmoid. In addition there were lesions in the liver consistent with cysts. Per the medical records, the procedure was successfully completed without complications. The abdomen was copiously irrigated, clean and dried. The op reports do not contain any indication of a malfunction of a da vinci system, instrument, or accessory. The patient was transferred to the recovery room in stable condition. During the post-op recovery phase, the patient developed sepsis ,intrabdominal infection. The patient was sent back to the operating room for an emergency exploratory laparotomy, drainage of pelvis and abdominal abscesses, abdominal washout and placement of a diverting loop ileostomy. Per the medical records, turbid fluid was encountered consistent with abscess. The abdomen was copiously irrigated. Patient was transferred to the ICU in stable condition. No further information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date (B)(6) 2012 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci low anterior resection procedure.